Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Section other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-aug-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient's pump was removed. The reason for removal was because the therapy did not help. The total system was explanted. The event date was (B)(6) 2017. There were no further complications reported at this time.